Event description:
Procedure: ovarectomy. According to the reporter: the pouch of the endocatch gold tear of before the specimen (ovary) was placed in the bag. No pt injury. The case was completed with another device.